Event description:
It was reported that the case is ongoing and the device was used during a total colectomy procedure. The surgeon was doing an end to end anastomosis, he fired the device, however there were no staples in the proximal end of the anastomosis. As a result, the anastomosis opened and the surgeon is going to hand sew the anastomosis. There was no distal donut but a proximal donut was present. There was no bleeding based on the inspection and some staples were formed on one side. Upon inspection of the device it appears to have fired and no staples remained in the device. The surgeon stated, the device fired normally, plastic to plastic with a crunch. The patient is stable on the table. The device will not be released.

Manufacturer narrative:
(B)(4). Additional information: the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.